Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 1st february 2018. Upon receipt, the green status indicator was flashing alongside a failure chirp as per the reported fault. The fault was attributed to corrosion on the status led lines of the membrane tail. A corrosion bridge was identified on the membrane tail between track 14 (key3_button) and track 13 (on_button). This had resulted in a partial short between these lines, resulting in the device switching on automatically and leading to the multiple 10-minute timeouts in the history log. The faults could not be replicated with a good membrane fitted. This would confirm a failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail would suggest the device had been stored outside of the indicated conditions, although this could not be verified by other means, i.e. No corrosion observed on the screws or usb contact collars.

Event description:
The device keeps beeping, in the same intervals as the green led light. So the green led is lighting up like normal, but it is accompanied by a short beep every time. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The device keeps beeping, in the same intervals as the green led light. So the green led is lighting up like normal, but it is accompanied by a short beep every time. There was no patient involved in this event.